Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the unintended movement associated with the final arm angle in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the clip that opened during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). Two mitraclips were planned. The first mitraclip grasped the leaflets and was ready to be deployed. Mr was reduced to grade 2 with this first clip prior to deployment. Final arm angle was tested and passed so the procedure continued. After the lock line was removed, the final arm angle was tested again and the clip opened slightly to an estimated 60 degrees, but the clip remained on both leaflets. Mr returned to grade 4. Attempts were made to close the clip further, but it would not close. The clip also would not open, so the clip was deployed where it was. The second mitraclip was implanted without issue and mr was reduced to grade 3. There were no adverse patient effects and no clinically significant delay in the procedure. One day after the procedure, the patient remained in stable condition and was reported to be feeling better. No additional information was provided.